Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that an external force was applied to the ultrasound transducer due to the handling and the ultrasound transducer was damaged.

Manufacturer narrative:
During the evaluation of the device at the olympus service center, the ultrasonic probe was found to be damaged. A section of the rubber covering was missing. This type of damage can occur due to a physical stress by dropping and/or knocking the affected part to a hard surface or object and from applying a chemical stress during the cleaning and sanitization process. The probe was repaired and returned to the customer. An olympus brazil CAPA has been opened to manage the actions related to remediation of this late MDR reporting.

Event description:
The customer reported the device was not showing the ultrasound image. The issue was identified during maintenance of the device at the user facility. There was no patient involvement.